Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) together with the right ventricular (rv) lead exhibited high out of range pace impedance measurements. The patient's physician is aware of the situation. The lead was implanted with high impedances, and the physician noted the high pace impedances at implant and elected that this was appropriate for this lead. Additional information was received that this lead continued to exhibit a high out of range pacing impedance measurements. No adverse patient effects were reported. The system remain in service.

Manufacturer narrative:
Additional information was requested. This investigation will be updated should further information be provided.